Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. After sometimes later post filter deployment, the patient experienced chest pain. After two weeks, the patient was diagnosed with pulmonary embolism. After one year, the patient reportedly experienced abdominal pain, computed tomography angiogram of abdomen and pelvis without and with contrast was performed which showed enlarged left adrenal gland stable likely due to adenoma. Infra renal inferior vena cava filter re-demonstrated below the level of the renal veins. After one week, the patient reportedly experienced abdominal pain, computed tomography angiogram of abdomen and pelvis with contrast was performed. An inferior vena cava filter was in place with tip at the level of the renal veins. After one-week, computed tomography angiogram of abdomen and pelvis without and with contrast was performed which showed there was an infra renal inferior vena cava filter which was stable in position. After two years, computed tomography angiogram of abdomen and pelvis with contrast was performed which showed there was an inferior vena cava filter present. After one year and six months, computed tomography angiogram of abdomen and pelvis without contrast was performed which showed examination of the inferior vena cava reveals a filter in place with the apex positioned just below the renal veins. There was no tilt to the filter, and the apex of the filter was positioned in the center of the inferior vena cava. The legs are in typical position and are seen to be embedded in the inferior vena cava wall. The anchoring legs do not extend significantly beyond the wall of the inferior vena cava and do not invade any other structures. One year and five months, computed tomography of chest without contrast was performed which showed an inferior vena cava filter. Therefore, the investigation is confirmed for perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 02/2013.

Event description:
It was reported through the litigation process that the filter perforated the inferior vena cava and the patient reportedly experienced pain. The current status of the patient is unknown.